Event description:
Patient reported experiencing high blood glucose ("hi" on blood glucose monitor) for 10 days. She attempted to self-treat by bolusing; however, her blood glucose did not decrease substantially. No error messages were generated by the device. Patient indicated that, when she supplemented her boluses with insulin injections, her blood glucose was more responsive. Patient reported that she switched to her back-up device, and her blood glucose returned to normal.